Event description:
It was reported that, mechanically assisted crevice corrosion with adverse local tissue reaction, pseudo tumor with effusion, with toxicity secondary to cobalt s/p modular neck/stem implant.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Info received indicated that the pt requested to send the explanted devices to independent facility for testing. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02227.